Manufacturer narrative:
The information provided with the initial report was incorrect. We have corrected the product code to ozp which has been updated on this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. Customer reported back after installing a new battery, monitoring insulin pump for 2 hours, and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.